Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Due to excessive vault, the lens was removed and replaced for a shorter length lens. The incision was enlarged and additional sutures. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic bent. There was fiber and scratch on the lens surface. Dimensional verification was performed and the lens was found to be in specification. (B)(4).